Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Additional observations: deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side textured to smooth exchange due to product concern and capsular contracture baker grade unknown treated with capsulectomy. Patient later reported left "not sitting or feeling right." The device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left-side implant "not sitting or feeling right."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b5, d1, d4, d6a, g2, h4, h6.

Manufacturer narrative:
Corrected data: g.3. Aware date in previous supplemental medwatch should have been listed as 11mar2024.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Patient reported left-side implant "not sitting or feeling right." The device has been explanted.

Event description:
Healthcare professional reported left side textured to smooth exchange due to product concern and capsular contracture baker grade unknown treated with capsulectomy. Patient later reported left "not sitting or feeling right". The device remains implanted.